Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was damaged and there was no patient contact. Additional information was requested but the facility was unable to provide any additional information. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn and one haptic bent. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).